Event description:
The facility reports the resident was raised about three feet during transfer from the bed to the chair in order to clear the bed. A clicking noise was heard and it was noticed that thepatient's leg was pointingt up at about a 45 degree angle from patient's hips. It was also noticed that the sling strap was hanging down. The patient was in a fully reclined position and, because of patient's rigid body tone, stayed in the sling. The patient was lowered to the floor without injury.